Event description:
Patient was on an intra aortic balloon pump. The pump alarmed low helium. When the nurse went to put on a new, sealed, helium tank it was empty. There were two other sealed helium tanks that upon inspection one was found empty and one that was partially filled.